Event description:
A distributor in (B) (4) reported that some parts of an rt100 adult breathing circuit were missing from the circuit kit package. This was noticed during their inward goods inspection.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt100 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report once we receive the complaint device and have completed our investigation.